Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on september 12, 2009 (patient weight is unknown).according to the complainant, while attempting to bend / bow the sphincterotome tip to get position before starting the sphincterotomy; the wire detached at the tip end. No loose part of the wire fell apart. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Reporter alleged obtaining the results of 180 mg/dl and 447 mg/dl on aviva system 1 back to back within 10 minutes. Reporter stated that the customer obtained another result of 199 mg/dl on aviva system 2 within 10 minutes of the 447 mg/dl result obtained on aviva system 1. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B) (4) for other results reported on the suspect device used in system 2.